Event description:
Four endeavor sprint rx drug-eluting stents were implanted overlapping in the prox lad (ref MFR# 2953200-2010-02650, MFR# 2953200-2010-02652 and MFR# 2953200-2010-02653). A side-branch occlusion is reported to have occurred during the procedure. In the investigator's opinion the event was probably related to the device and procedure. Pt recovered without treatment and was discharged 4 days after the index procedure.

Manufacturer narrative:
The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4). Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a gastroplasty by video laparoscopy procedure, the trocar was leaking, and decreasing the pneumoperitoneum and complicating the surgical procedure. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.